Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a low blood glucose (bg) level at 52 mg/dl due to needing settings adjustments. Customer consumed carbohydrates to address bg. Reportedly, the cause of the low bg was due to incorrect settings. Customer has scheduled appointment with healthcare provider regarding settings adjustments.